Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 6944 implantable tachy lead, (B)(6) 2008; 5076 implantable pacing lead, (B)(6) 2005; 4193 implantable pacing lead, (B)(6) 2005; 7435 neuro programmer, (B)(6) 2002; 7427 pain stim implantable pulse generator (ipg), (B)(6) 2002; 3487a pain stim lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.